Event description:
According to the reporter, during an ablation procedure, two sessions of ablation were performed at 45w for 1 minute and 75w for 2 minutes. A transparent object (coating) was hanging down, and was removed. It started to peel off, so it was completely peeled off by hand and was not used after peeling it off. When checking the use of the needle guide, it was found to have been used because a biopsy was performed before the ablation. It was said that it had been inserted and removed 2 or 3 times during the ablation approach, which was thought to be the cause. A new antenna was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted of the returned photos noted blood was on the antenna and body of the device indicating the device had been used. The packaging was not shown in the images. Insulation along the shaft was peeling in several location. A section of insulation had completely detached. It was reported that the component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.